Event description:
The customer reported that while running an hcv assay, the sample handler pipetted samples from row c into row d. No error message was generated. No death or serious injury was associated with this event.